Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that during a lead implant procedure the lead was removed from the package and it was observed that it had a "small curve" to it. The lead was not used and a new lead was implanted. No pt injuries were reported.